Manufacturer narrative:
The device has not been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported that a dye study was done (date unk), which revealed that the catheter was severed. The catheter was replaced. The pump was electively replaced and returned for disposal. The pt recovered without sequela.